Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited a failure to capture with episodes of under-sensing and noise over-sensing. No intervention was performed. The patient was stable.